Event description:
It was reported that "the structures and adhesion that grown around the pump were loose and the healthcare provider (hcp) had to go in." It was clarified by the physician that once in a while the patient was having a "twinge of pain at the pump site, non-consistent." It was a device positioning issue, there was pump movement in the pocket, the pump pocket was enlarged" the pocket was surgically revised on (B)(6) 2013. The patient recovered without permanent impairment. The pump system was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).